Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, red particles and underweight. A microscopic analysis was performed which identify two striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on posterior side due to surgical damage. A striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.